Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and the potential for a fractured rv lead. The patient is pacemaker dependent and it is likely there have been periods of loss of capture on the rv lead that may coincide with periods of loss of capture on the lv lead also. The consultant discussed device reprogramming and further testing. The caller was going to speak with the patient's physician. The following day, a revision procedure was performed and the associated competitive leads were removed from service and replaced. The source of the clinical observations was not confirmed as no damage to the leads was identified and no device anomalies were noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing syncopal events. The patient stated that she has contacted her physician regarding the events and nothing had been noted via her remote monitoring system. The system has been exhibiting increased pacing impedance and threshold measurements on the right ventricular (rv) channel. Additionally, the left ventricular (lv) lead had thresholds of 1.6v and the device output was programmed to 2.0v. No adverse patient effects were reported.